Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error code 66065 test failure. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a